Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the malfunction.

Event description:
The account alleged that the siderail has broken off the bed. The siderail metal bracket tore away.